Event description:
Pt was noted to have adriamycin under bioocclusive dressing. Did not appear to be infiltrating the pac pocket, but appeared to be from external tubing connection. Some sloughing of skin occurred with underlying tissue exposure to chemo. Site washed and iced.